Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a black impactor was found damaged and considered unsafe for use, and another set was opened. There was no patient involvement. The photo received indicates instrument fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.